Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 108 mg/dl. The customer stated that there are cracks and discoloration on pump display. The customer was advised that we are sending replacement insulin pump. The customer was advised to discontinue use of the device and revert to backup plan.